Event description:
Alcl involving breast implant periprosthetic seroma: the pt is a (B)(6) female status post placement of breast implants in 1999. She developed a right periprosthetic seroma approx 5 months prior to surgery. Due to presence of a late seroma and lack of clinical signs of infection, the plastic surgeon followed recommended mgmt algorithms - plastic and reconstructive surgery: (B)(6) 2011, vol 128-1-pp-17-25. Both implants were removed on (B)(6) 2012. Per the operative note, the right implant was intact, the capsule was slightly thickened and had adherent white debris on the internal surface. Over 500 cc of fluid was aspirated from the periprosthetic seroma. The fluid was submitted for culture, flow cytometric eval, and cytologic eval. The left implant capsule was thin and "somewhat edematous." The left implant was intact. Both capsules were submitted for pathologic examination. Reason for use: breast augmentation.